Event description:
It was reported that the atrial lead exhibited noise and inhibited pacing during a follow-up in clinic. The patient was asymptomatic due to loss of pacing. The lead was extracted and replaced. The patient was stable post procedure.